Event description:
The technician alleged the side rail is not latching in place. No pt impact.

Manufacturer narrative:
The technician replaced the side rail roller guide, ratchet rivets, screw and bushing to resolve the issue.